Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device's display was unreadable and covered with dots. Complainant indicated that the clinician turned the device off and then back on to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll for evaluation; the customer's report that there were dots on the display was not duplicated during testing. However, our evaluation of the event determined that the report was not related to a display issue. The customer had the configuration set for the device to detect an implantable pace maker. This setting increases the sensitivity of the device. Our investigation concluded lines on the display were a result of artifact which saturated the ECG signal. The device was operating as intended. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.